Event description:
This incident was reported by the patient to the manufacturer, and limited information has been made available. The patient alleges that they experienced and are being treated for a corneal ulcer. No additional information regarding the injury or treatment has been provided by the patient. Good faith efforts have been made to obtain further information from the treating physician without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the unknown location, size, or severity of the reported ulcer, unknown treatment(s) and patient resolution and the potential for serious or permanent injury, or medication or medical intervention necessary to prevent or preclude such occurrence, with some corneal ulcer events. Should further information become available, the manufacturer will complete further investigations as appropriate and submit a follow-up report as applicable.

Manufacturer narrative:
No device sample was returned for analysis, manufacturing records reviewed and found no-issues or non-conformances. Based on the available information, no root cause could be established. The relationship between the coopervision device and the incident could not be unconfirmed.